Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed displacement test, rewind test, basic occlusion test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the spec range and passed off no power test. The insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was 93 mg/dl at the time of the incident. The customer stated that the insulin pump got wet and may have caused the alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.